Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in the patient. On an unknown date, the patient had 3 separate non-st-elevation myocardial infarctions (nstemi). The patient had a negative halt study. The patient had stenting and administrated some medications. The patient was reported alive.

Manufacturer narrative:
An event of myocardial ischemia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported event could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were under case-specific circumstances as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.